Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h6 and h11. The complaint for difficult to unscrew and retract implant release knob was confirmed with objective evidence via product evaluation. A manufacturing non-conformance was confirmed in the returned product, where excessive adhesive was identified on release knob and quad thread retractor of the implant catheter handle. A manufacturing procedural investigation was conducted to determine the most likely point in the process when the adhesive would have been introduced to the release knob or quad thread retractor and transferred to the release knob. The proposed root cause is adhesive glove contamination resulting in adhesive transfer to the quad thread retractor. An awareness communication was also conducted for glove contamination and cleanliness at the site where this device was manufactured.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position. During procedure, the blue release knob did not move as usual. Manual turning was not possible. The team was considering surgery as the only option to release the device. In the end, the blue release knob was freed using excessive force with a clamp, accompanied by an audible cracking sound. Following this, the knob rotated and the deployment proceeded as usual. No patient injuries occurred due to this event.

Manufacturer narrative:
B2: other serious - in this case there was no serious injury. However, there was a non-conformance identified with potential for injury. The device was returned for evaluation. A preliminary product evaluation was completed, and the complaint was confirmed objectively. Adhesive was seen in and around the blue release knob threads indicating the blue release knob was glued down in place. There should not be any adhesive on the threads therefore a non-conformance has been identified. However, full product evaluation is still ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.